Event description:
It was reported that the pumps concentration was changed at refill but a bridge bolus was not programmed. The patient was given the option to take oral medications to account for the difference or come back and have the pump reprogrammed. It is unknown what route was taken. No symptoms were reported. The patient was doing "well". The pump was infusing morphine, clonidine, bupivicaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: physician programmer: model: 8840, serial# unknown. Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted:unknown. Catheter: model: 8596, serial# (B)(4), implanted: (B)(6) 2008, explanted: unknown. (B)(4).

Event description:
(B)(6) 2013, (lfc) additional information received reported that the patient experienced a slight increase in pain and an increase in back spasms. The cause of the event was the bridge bolus was ¿bypassed¿. Once it was realized what happened the patient was given supplemental oral medication. There was no injury.

Manufacturer narrative:
(B)(4).